Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis unknown. The patient was hospitalized and was treated with unspecified anti-inflammatory drugs (oral) and injections for the event. On an unreported date, the condition of the patient stabilized, and the patient was discharged and prescribed unspecified medications to reduce white blood cells. On an unreported date, the patient was hospitalized again thirteen days after discharge. On an unreported date, the patient was informed that the peritonitis had recurred. On an unreported date, the patient began treatment with anti-inflammatory injections and medications added to the pd fluid. At the time of this report, the patient outcome was not reported and pd therapy was ongoing. The reporter declined to provide additional information.